Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to post operative dislocation after total hip. Surgeon felt that femoral orientation could be off or had changed since index procedure surgeon revised all components after frozen section had 5-10 white cells per high powered field. Doi: (B)(6) 2022; dor: (B)(6) 2022; affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, complaint is confirmed. The femoral head disassociated from the liner. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Event description:
Patient was small boned but high bmi making surgical exposure difficult.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.